Manufacturer narrative:
Correction/clarification h11: a review of the event history log was performed for the last days of use as no event date was provided. An infusion with a rate of 40 ml/hr with a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual was identified however additional details regarding test setup or equipment used was not provided. The history log can not be used to identify test failures. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over-infused very slightly 2x in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was tested for flow rate testing at a delivery rate of 40 ml/ hr at a vtbi of 20 for a 30 mins. Run time. The delivered amount was 21.070 and the error percentage was at 5.35. A review of the event history log revealed multiple occurrences of the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was determined to be pressure plate travel and m2/m3 springs. The pressure plate travel will be adjusted and m2/m3 springs requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.